Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported having air gaps. Intrusion was confirmed and the patient began resting on (B)(6) 2022. On (B)(6) 2022, it was noted that after 6 weeks resting, there was not a significant difference. The patient confirmed she was resting without aligners as instructed. The following quote indicates the patient backtracked before. The last time the patient did this they ended up having her keep them off for quite a while to have them settle further, so she was hoping that she hadn't backtracked too much. When additional rest was requested in (B)(6) 2023, the patient did not respond until (B)(6) 2023. The patient reported having crown work and visiting orthodontist who recommended ceasing treatment due to complexity of her case. The patient stated that she will not be continuing on with my byte aligners. She went to her appointment on the 31st and her dr was frustrated (though apparently not shocked) that the byte dentist/orthodontist would have accepted her case in the first place. He said there is absolutely no way that there was ever a hope of improving her bite without damaging my upper teeth and when he explained it and used the model it made complete sense. Her lower teeth are so crowded and her upper teeth are not (there were more than twice the amount of alignment plates for byte on my lowers than my uppers also) so that when her lower teeth were brought out and straightened, they were going to be flush with her upper teeth which is not how they are supposed to sit and would likely damage her upper teeth (and they did!) By chipping/cracking my upper front teeth and causing grinding due to the way they sit in her jaw.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.